Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she rolled under her bathroom sink and planned to raise her chair up just a couple inches so she could reach the counter better. Her joystick was under the sink and she rose the chair slightly higher than she meant to allegedly causing the joystick to hit the bottom of the counter and get stuck in the forward position and the wheelchair allegedly kept raising up. She was unable to stop it due to the joystick being stuck under the counter. Once the wheelchair got enough resistance from consumer's legs being squeezed under the counter it stopped raising up, but consumer was pinned under the counter and stuck.